Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an downstream occlusion alarm was not reproduced. A review of the event history log was performed and revealed that the customer experienced multiple " downstream occlusion" alarms. On the last day of use, may 2nd, 6 downstream occlusion alarms occurred. The device was programmed according to the preventive maintenance procedure for downstream occlusion detection testing outlined in the spectrum service manual (vtbi of 50 ml at a rate of 100 ml/hr) when the alarms occurred, however downstream occlusion detection testing involves a pressure measurement and the history log cannot be used to determine the pressure measurement at the time of alarm, and therefore it cannot be determined if the device failed testing. The test setup and condition and type of equipment used for testing are unknown. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.